Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for error e216 is likely related to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the device evaluation, the gastrointestinal videoscope had a scope communication error code e216. There was no patient involvement.